Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, during the hernia repair procedure, the staples were bent. The staples did not bend closed properly. There was a problem in unloading the device. A new stapler was used to resolve the issue in order to complete the case. There was no patient injury.